Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4)., as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the top case badly cracked and chipped out on both front corners also cracked on battery door and broken ear clip. The pump event history log review showed no error related to the customer reported problem found in the error history log (ehl). The technician found a motor not running error during occlusion test and a major cracked and chipped out on both front corner of top case also cracked on right plunger case was found at visual inspection. The investigation found the main board misaligned from pump being dropped or mishandled by customer (broken top case) and the pump had been dropped or mishandled by customer. The root cause of the reported issue was user damage. The technician realigned the main board, cleaned and greased the whole motor assembly. Also replaced top case and right plunger case. Performed preventive maintenance (pm) and functional testing which passed.

Event description:
It was reported that a motor not running error and a top case issue was observed. No patient injury was reported.